Event description:
It was reported that the ilet bionic pancreas issued alert 38 for consecutive stalled motor followed by alert 35 for insulin occlusion, with hyperglycemia documented up to 450 mg/dl; the user completed dry runs without alerts at the device, performed supply changes, administered a fast-acting subcutaneous insulin injection, and planned to reconnect after the recommended wait, with device and cartridge lot numbers unavailable and the specific device component not identified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component and limited medical device problem details beyond the reported alerts. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.